Event description:
This ra lead was implanted on (B)(6) 2016 and remains implanted as of this time. A call was placed to technical services on (B)(6) 2018 stating that there was an automatic safety switch from bipolar to unipolar occured on (B)(6) 2018 due to an ra pace impedance that measures more than 2000 ohms. Technical services had the representative to turn off the minute ventilation because of possible minute ventilation chop. All atrial bipolar impedance went around 2500 ohms, no noise was created during pocket manipulation and isometrics while in ddd but there was atrial tachycardia response in logbook that look like noise from unipolar sensing and muscle noise. The following physician was dr. (B)(6) at (B)(6) clinic. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).